Event description:
It was reported that the lead exhibited loss of capture. It was also noted that the lead impedance could not be obtained. The lead was capped and replaced.

Manufacturer narrative:
Na